Event description:
Pt has history of multiple breast procedures. Saline implants placed 12-19-92. Awoke in 6-97 with left implant deflated; right deflated shorlty thereafter. Also has capsular contractures. Upon removal on 1-14-97, both found to have deflated.